Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported that the replacement insulin pump had a blank display. Customer's blood glucose level was 170 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display. The problem was isolated to the motherboard. The insulin pump was received with a cracked reservoir tube lip.